Event description:
It was reported by the customer's wife that the customer had a bunch of scratches on the pump screen. Customer's blood glucose level was 148 mg/dl. Customer's wife stated that the damage was on the lcd screen. Customer wears it on his belt and thinks it may be wear and tear. Customer has a hard time seeing the screen because of the scratches. Customer also had a low blood glucose level of 28 mg/dl on (B)(6) 2014. Customer's wife called the ambulance and they gave him a glucagon shot to treat. Customer was not taken to the hospital. Customer was camping and had a blood glucose level of 50 mg/dl. After dinner, he was low and did not know why. Troubleshooting for low blood glucose levels was declined. Insulin pump will need to be replaced. No further assistance required.

Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had minor scratched lcd window and cracked case at display window corner. Pending volume accuracy test.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed volume accuracy test.